Manufacturer narrative:
Manufacturer's report date: 08/20/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the infusion pump was alarming for occlusion patient side for approximately 30-45 minutes. It was thought the alarming was due to the peripheral IV site being in the patient's antecubital region. When the pump module door was opened a bubble was noticed in the tubing. While removing the tubing the bubble ruptured and caused the solution to spray in the nurse's eye. The infusion was started in the ER at 19:06 pm and then transferred to a "cvt's pump." This was a primary infusion of cardzem/dilitazem and there were no other infusions "y'd" together and were no mated components. The customer noted there were no orders for IV pushes or flushes on this line and there were no imaging procedures on this line. The nurse flushed her eyes with water for 15 minutes as directed by poison control. There was no report of patient or staff harm. No additional patient or event details were provided by the customer.